Manufacturer narrative:
72404155, 496088007, reservoir 65 ml pc/iz, device impotence mechanical/hydraulic.

Event description:
It was reported that patient under went a replacement surgery of an artificial urinary sphincter (aus) that was stated to had stop working. Doctor suspected fluid loss due to leak. All components were removed with a new ams 700. No information about the patient outcome is available at the moment. Additional information was requested and it was stated that fluid loss was diagnosed due to device wouldn't stay inflated.